Event description:
It was initially reported by the patient that her device was disabled in 2007 due to an increase in seizures above her pre-vns baseline levels. The patient reported that the seizure frequency has returned to pre-vns levels since disablement. The current treating neurologist was unable to provide any details on the previous issue. A search performed in the manufacturer's programming history database shows last known diagnostics were performed on the day of implant, which were within normal limits. Good faith attempts to obtain additional information from the past treating neurologist have been unsuccessful to date.